Event description:
It was reported that during an unknown time the department reports that this dermatome started up but stopped after a few seconds. No info on harm or delay was provided. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.

Manufacturer narrative:
This incident is being recorded under (B)(4). G2: foreign - event occurred in norway. E1: telephone- (B)(6). The device will be returned for analysis, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.